Event description:
It was reported that a syringe holder will not detect the syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found did not notice any external damage on the device. The pump event history showed an invalid syringe alarm in history in error history log (ehl). The evaluation was performed, and the reported issue was not duplicated during calibration check, run and flow test. The size was in factory specifications. The cause of the reported issue was the pumps current configuration only allows for a bd 1ml syringe, not any other syringes or sizes. After checking alarm history noticed the customer was trying to load a 60ml syringe. The root cause was traced back to use error. The technician replaced the interconnect board as preventive measure. The customer will have to set up configuration to their current applications needed. Performed preventive maintenance (pm) on pump.